Event description:
Received a report ths the n595 had no audio, no post (power on self-test) tone was heard when unit was turned on. Customer stated that he was able to isolate the failure to the main pcb of the unit. No patient involvement reported.

Manufacturer narrative:
(B)(4). No product was returned to covidien for evaluation. Customer stated that the monitor will be removed from hospital use.